Event description:
Boston scientific received information that this right atrial lead was dislodged and had intermittent sensing. Thus, this lead was explanted. This lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead¿s distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the explant procedure should be taken into consideration. During further analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The values of the parameters measured during the analysis of the fixation mechanism proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.